Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and bard uretex sup purbourethral sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia, adhesions and vaginal scarring. No additional information was provided. (B)(4).